Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable infusion pump. It was reported that they believed the pump must have malfunctioned because it was not helping the patient at all. They were admitted to the hospital. The patient had heavy spasticity in their lower extremities. The caller thought a dye study was done but was not sure whether the results were conclusive. The caller wanted another dye study to be performed.